Event description:
Advanced bionics was notified by the center that the pt had a purulent ear infection and tympanic membrane perforation. Testing performed by the company representative showed that the device was functioning. Myringoplasty surgery will be scheduled once the infection is resolved.